Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on the customer-provided picture. Visual evaluation of the customer provided photo noted the tip of an ar-9231-vl-03 universal quick connect handle had broken off inside of an glenoid drill guide with batch: 052124. Refer to attachments. Based on the information provided, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to overstressing a device that is damaged naturally and inevitably as a result of normal wear or aging from repeated usage/reprocessing. Manufactured date: 07-feb-2022.

Event description:
Additional information was received on 02/28/2025: there was no case delay or added anesthesia administered to the patient. No adverse effects were reported.

Event description:
On 01/28/2025, it was reported by a sales representative via (B)(4) that an ar-9215-1-03 universal quick connect handle and an ar-9231-vl-03 univers vaultlock glenoid drill guide broke in a case. Nothing broke off inside the patient. The case was completed successfully by removing the vaultlock guide and continuing the case without a handle. This was discovered during a eclipse total shoulder procedure on (B)(6) 2025, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.